Manufacturer narrative:
The contribution of the devices to the experience reported could not be determined as the devices were not returned for evaluation. Additionally, the device specific information was not provided, precluding a review of the device history record.

Event description:
Index surgery: (B)(6) 2012. Revision of right shoulder components due to dislocation. Patient was seen at an outside facility and denies falling. Surgeon states event is definitely not related to devices or procedure. This event report was received through clinical data collection activities.